Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged scratchy throat every day, hoarse voice, runny nose, and sneezing for a few months. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 24, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged scratchy throat every day, hoarse voice, runny nose, and sneezing for a few months. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. During the investigation, the internal aspect of the device was inspected. The device powered on and airflow was confirmed. The third-party service center concludes that there was visible foam degradation. The device was scrapped. Sections d8, d9, h2, h3, h6 has been updated in this report.